Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 a 22 mm amplatzer amulet left atrial appendage occluder was selected for implant using a 12f torqvue delivery sheath for a left atrial appendage (laa) closure. Prior to the procedure, the transverse sinus was filled with fluid. During the procedure, transseptal puncture was made at the inferior posterior location. Heparin was given and the heart rhythm was normal sinus rhythm. The device was fully recaptured twice into the delivery system. The device was implanted. On (B)(6) 2026, the patient presented with a circumferential pericardial effusion around the border. Computed tomography (CT) was performed, but contrast could not be confirmed in the pericardial space. A globular appearing thrombus was found in the pericardial space behind the appendage via transesophageal echocardiogram (tee) and CT. No visible punctures were seen on the atrial appendage and there was no evidence of device externalization. The physician concluded a cardiac tamponade was present and a pericardial window procedure was completed. The patient was stable and discharged on (B)(6) 2026. The physician suspected a puncture was caused by the device, given the location of the thrombus in the appendage, but this was not confirmed.